Event description:
A consumer's family member reported "glare which has seriously influenced the consumer's life" following intraocular lens (iol) implant surgery.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested. A completed questionnaire was rec'd from the consumer's family member. (B)(4).